Event description:
According to the reporter: the surgeon was performing a lavh using the 4216 ports. Once ports were inserted successfully orange shavings were inside the pt. The shavings were retrieved and there was no report of pt injury.